Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a posterior colporrhaphy + tvt + cystoscopy procedure performed on (B)(6) 2015 for the treatment of grade 2 rectocele and stress urinary incontinence. On (B)(6) 2019, the patient was diagnosed with painful vaginally eroded mesh, discovered in workup of complex persistent mixed urinary incontinence, recurrent utis and rectal prolapse and underwent transvaginal excision of eroded mesh. Findings reported 1cm wide midline erosion white mesh sling, brand unclear, under tension, folded and twisted in the middle. The sling was mobilized bilaterally from midline out laterally to endopelvic fascia, and a total of 3cm was excised and sent to pathology. It was noted that a concomitant bowel procedure was performed, but the operative notes for this part of the surgery were not provided.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date of mesh excision surgery. This complaint was received as litigation from a legal source in australia. Implant surgeon: dr. (B)(6). Assistant: dr. (B)(6). Revision surgeon: dr. (B)(6). Assistant: dr. (B)(6). (B)(6) hospital. Imdrf patient codes e2006, e2330 and e1310 capture the reportable events of vaginally eroded mesh, painful vaginally eroded mesh and recurrent utis. Imdrf impact codes f1905 and f1901 capture the reportable events of mesh excision and concomitant bowel procedure.